Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 (mg/dl). Customer indicated that emergency services were contacted who assisted the customer in treating their bg levels with glucose gel. Customer did not go to the hospital for the event. Reportedly, customer believed that their basal rate and their carbohydrate ratio settings require an adjustment. Customer indicated that they are in contact with their health care provider to discuss settings and diabetes management.